Event description:
Shaft frosting. Probe #5 failed pretest. After freeze test finished, ice traveled up to the handle.

Manufacturer narrative:
Probe received and evaluated. Shaft frosting confirmed. No patient contact.